Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ 3brw - station needs to be reimaged to 1.7 a review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ 3brw - station needs to be reimaged to 1.7 upon investigation of the actual device used in this incident, it was determined that the device was experiencing a disconnect error. A technical support specialist suggested (B)(6), ensured the database was backed up, ran the solution on the ICU device, shrank the database, and restored the backed-up database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was experiencing a disconnect error. The system was having issues when user tried to pull medications, it showed a disconnected error message. There were no adverse events or injuries reported based on this incident.